Event description:
Received mandatory medwatch from the customer which states, "triple lumen catheter was placed in 2001 in the o.r. While assessing the pt in the critical care unit 4 days later, discovered the port/hub was broken off. Unfortunately ports were discarded upon removal the next day. Add'l info received from the report source during phone conversation: it is unknown to the reporter what was infusing via the port when the break was discovered. There was no report of blood loss or air entrainment. The reporter states the pt did not develop any problems. The pt was transferred to the step down surgical unit where the catheter was removed. It was unknown to the reporter if another catheter was placed. The pt was discharged home 9 days after catheter removal. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.